Event description:
This is a spontaneous case report received from a non-health professional via (B)(6) on 04-mar-2016. It refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2012. The right implant was inserted without problems, but the left one got bend which was removed and other was inserted. She presented intolerable pains as cramps in the body. She was taken to home and she was told to return to a check-up three months after. She never thought her body was giving signals due to the springs. She could handle the headaches, tiredness, strong painful periods, but two years after having them inserted, in 2014, her period disappeared for a month and a half, for which she went to urgencies. A pregnancy test was performed (urine and blood) and she was told she was pregnant. Fifteen days after knowing it, she started to present spotting for which she went to urgencies again and they told her she had an ectopic pregnancy and it seemed that she was expelling it by herself. And it was in that way, she expelled it. Since then, her body changed as she presented terrible pain in left side, cramps, intolerable headaches, burning, and suffocations. All the events were considered as related by consumer. Follow up 17-mar-2016: the nca number (B)(4) was received from the spanish health authority (B)(6). Company causality comment:this non-medically confirmed, spontaneous case report refers to a female consumer who had an ectopic pregnancy after essure (fallopian tube occlusion insert) insertion. The reported event is listed according to the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have the insert in place. In this particular case, the consumer was diagnosed with an ectopic pregnancy approximately 2 years after essure insertion. She went to the urgencies due to spotting and according to her; she expelled the pregnancy by herself. Despite the lack of detail available and the absence of medical confirmation to perform a comprehensive causality assessment; the reported event is regarded as a serious injury by the company, for which causality with essure cannot be excluded. Therefore, this case was considered an incident. A product technical analysis is being sought. No active follow-up can be pursued; as this case was received via (B)(6).

Manufacturer narrative:
Follow-up received on 02-sep-2016: quality-safety evaluation of ptc was received. Ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-sep-2016 for the following meddra preferred term: ectopic pregnancy with contraceptive device. The analysis in the global safety database revealed 89 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. This non-medically confirmed, spontaneous case report refers to a female consumer who had an ectopic pregnancy after essure (fallopian tube occlusion insert) insertion. The reported event is listed according to the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have the insert in place. In this particular case, the consumer was diagnosed with an ectopic pregnancy approximately 2 years after essure insertion. She went to the urgencies due to spotting and according to her; she expelled the pregnancy by herself. Despite the lack of detail available and the absence of medical confirmation to perform a comprehensive causality assessment; the reported event is regarded as a serious injury by the company, for which causality with essure cannot be excluded. Therefore, this case was considered an incident. According to product technical analysis, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. No active follow-up can be pursued; as this case was received via digital press.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.